Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed low battery, button error, and battery out limit. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. It was reported that when the battery was replaced, the insulin pump alarmed button error. It was reported that the customer was advised to remove battery and reinsert it, after reinsertion the insulin pump alarmed battery out limit. The keypad was unresponsive. It was reported that the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.